Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental solutions tracker. The customer had experienced high blood glucose between 200 and 400 mg/dl, and she wasn't sure why. Customer's doctor and trainer believe it's due to the cannula being too long on the infusion set. Customer didn't have time to perform troubleshooting and stated she would call back. The insulin pump is not returning for analysis.